Event description:
This report is being filed after subsequent review of the following journal article. Schmidt-horlohe, k., wilde, p., bonk, a., becker, l., and hoffman, r. (2012). One-third tubular-hook-plate osteosynthesis for olecranon osteotomies in distal humerus type-c fractures: a preliminary report of results and complications. Injury, 43, 295-300. The authors conducted a retrospective study of 31 patients (17 women, 14 men, median age 50 years) to determine the usefulness and complication rates of one-third tubular-hook-plate technique in the treatment of olecranon osteotomies in distal humerus fractures. The patients were treated between (B)(6) 2005 to (B)(6) 2010 with synthes locking compression plate distal humerus plates system; definitive fixation was achieved using a one-third tubular hook plate. Patients were followed up after a mean of 12.3 months. Revision surgery was necessary in five patients (eight complications): two cases of non-union; four cases of dislocation of the olecranon osteotomy; removal of symptomatic implants was performed in two patients. Two patients experienced delayed union. The authors concluded that osteosynthesis of olecranon osteotomies using a one-third tubular hook plate can be regarded as a safe procedure with a low complication rate. This is report 2 of 2 for complaint (B)(4). This report is for an unknown plate. A copy of the journal article is being submitted with this medwatch.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Schmidt-horlohe, k., wilde, p., bonk, a., becker, l., and hoffman, r. (2012). One-third tubular-hook-plate osteosynthesis for olecranon osteotomies in distal humerus type-c fractures: a preliminary report of results and complications. Injury, 43, 295-300. This report is for an unknown plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.